Event description:
The surgeon was doing a laparoscopic salpingo-oophorectomy using everest bipolar cutting forceps. The doctor placed the instrument in the patient's abdomen, but noticed that the jaws of the forceps were hard to open. Once the jaws were open, the doctor saw a small piece of plastic fall from the forceps into the patient's abdomen. The forceps were removed from the field and the plastic particle was retrieved. The case was completed with new everest bipolar forceps without further complication.